Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received on 26-feb-2026 customer confirmed 1 unit affected. Patient presented with chemical phlebitis after using contrast. He presented with hyperemia, redness and pain. The product was discarded.

Event description:
It was reported that patient presented with significant phlebitis in the right upper limb at the PICC insertion site after contrast infusion. Patient had no complaints prior to the use of the contrast injection pump; the team reported resistance during infusion. Appearance of the extravasation lesion. Early removal of the catheter and complication in the limb. As it was an extravasation, oral and topical medication was prescribed to treat the complication.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.